Event description:
It was reported that the patient was hospitalized for seizures and that the patient was in need of an urgent battery change. Further follow-up revealed that the patient underwent generator replacement. It was reported that the explanting facility does not return explanted device for analysis; therefore, no product analysis can be performed. It is unknown whether or not the seizures are an increase above the patient¿s pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.